Manufacturer narrative:
Event description: updated to include warranty form information received with the fiber. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify detachment of the metal cap. The metal cap is attached to fiber. The glass cap bevel edge and metal cap are not aligned. The glass cap cannot rotate within metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window. The outer flow tubing open end is compressed, and exhibits minor scratch marks. Known inherent risk of the device is likely associated with the observed findings. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of loose glass cap in metal cap. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. There were no signs of tip break/fracture and metal cap detachment, so the investigation conclusion code for the reported issue is no problem found. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a procedure after 63,572 joules and 7:16 minutes of use loose cover was noted. It was not reported how the procedure was completed. There were no patient complications due to this event

Event description:
It was reported that during a procedure the metal fiber cap broke off. It is unknown when during the procedure the reported event occurred and how the procedure was completed. There were no patient complications due to this event.